Manufacturer narrative:
The study name was corrected from illumenate EU rct to illumenate global.

Manufacturer narrative:
The patient required revascularization of the target lesion. The patient was discharged the following day. This is being reported as a follow-up to the clinical study. Patient information regarding relevant tests or laboratory data is unknown. This information was not available from the facility. Availability to enter this information in section c is still work in progress at spnc, thus the drug information is noted below: stellarex 0.035 otw drug-coated angioplasty balloon. Paclitaxel drug, 4.7 mg. Therapy date: (B)(6) 2015. Adjunct to pta in the treatment of denovo or post pta occluded/ stenotic or restenotic lesions (excluding in-stent) in fem-pop arteries. Lot #: 14m1661202 expiration date: 06/22/2015. Serial number is unknown. This information was not collected during the study. This device was used in clinical application prior to being available in the us. (B)(6) / study name- (B)(6), (B)(6), patient ID# (B)(6). Combination product is applicable during the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, restenosis is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2015, the patient underwent an index procedure of a 100 mm, (B)(4) stenotic denovo lesion of the left mid-sfa. The lesion was predilated using a 5 x 80 mm balloon and inflated to 12 atm, resulting in a residual (B)(4) stenosis. Then, a 6 x 120 mm stellarex was inflated to 10 atm for 3 minutes, resulting in a residual (B)(4) stenosis. No complications occurred. The patient was discharged per plan. On (B)(6) 2017, the patient complained of aggravation of intermittent claudication. On (B)(6) 2017, the patient underwent successful revascularization of the target lesion using a stent and pta. The patient was discharged the following day. The physician indicated this is not related to the device or procedure.